Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e3: reporter is a j&j sales representative. D4 h4: the device expiration date and date of manufacture are unknown at this time. (B)(4) investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: was unable to replicate fault as it is reported for abnormal shaking, but handpiece will not run. When inspecting handpiece before disassembly, found multiple evidence that strongly suggests unauthorized repair. Handpiece will be returned unrepaired. An email has been sent to inform about the situation. Brand protection : confirmed adulterated per service reports, this complaint cannot be confirmed. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The faulty parts were identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported from china that during device demonstration, the micro tornado hp w hand control device was abnormally shaking during the demo when the handle was turning at high speed. During in-house engineering evaluation, it was determined that the device had been adulterated. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.